Manufacturer narrative:
Being investigated. Additional info is being requested of the physician. Should such info become available, it will be included in a follow-up report. Note: the exact type of ptfe vascular graft is unk at this time

Event description:
The physician claims that while suturing an exxcel ptfe graft, the sutures were tearing. (Initial implant date, upn, and batch number are unk at this time). The aware date is being used as an approximate event date for reporting purposes only. The exact reason for the initial graft implant and the date of that procedure are unk at this time. The procedure outcome and the pt's post-operative condition are also unk at this time.